Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Occurrence date unknown. Model number unknown. The chosen model number is the most similar.

Event description:
As reported, as per customer feedback, with this swan ganz iq catheter, there was a relative variation in accuracy of the right ventricular pressure (rvp) values. No further information available. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.